Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission shows a lead warning on the right ventricular (rv) lead for high varying impedance and high capture thresholds. A follow up with the patient¿s healthcare provider yielded that the lead is being monitored and remains in use. No patient complications have been reported as a result of this event.